Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had high out of range impedances that were being oversensed by the respiratory rate trend. The rrt feature was programmed off in response, and the device remains in-service. No adverse patient effects were reported.

Event description:
Additional report sent with updated conclusion code.